Event description:
It was reported to philips that the geo-pc does not fully boot up. It was possible to continue boot with a keyboard in geo pc. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the c-mos battery in the geo-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and found a problem with the speed controller. Review of system log files confirms the geo pc errors. Upon troubleshooting, fse removed speed controller, checked log files and boot sequence of geo pc and identified that error was due to geometry pc which was intermittently not booting up. Fse replaced cmos battery in geo pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.